Event description:
The health care professional reported that a patient experienced sporadic symptoms of shortness of breath (sob) while being treated with a psn 170 dialyzer. The health care professional reported that the patient requires solumedrol and benadryl for relief of the above symptom during some treatments and during other treatments, no medications are required. The staff is not able to ascertain the cause of the patient's sob and they believe the sob may stem from the patient's anxiety levels.